Event description:
A malfunction on the pump was reported by the caller, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, but the customer was unable to reset the pump immediately as he was driving to work and planned to call back for further assistance. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.